Event description:
A malfunction was reported when the pump battery would not charge, and the pump screen remained dark. It was unclear whether this impacted the customer's blood glucose level as the screen could not be checked. The customer attempted to charge the pump using different wall outlets but without success. Technical support instructed the customer on these steps and arranged to send a replacement charging cable. The customer was advised to rely on alternative insulin therapy if the pump battery depleted before receiving the replacement supplies. Upon follow up, customer confirmed the issue was resolved with a new tandem charging cable.